Manufacturer narrative:
One bi-directional, curve f-j, tacticath sensor enabled contact force ablation catheter was received for evaluation. The tactisys log files were analyzed and indicated that the tacticath catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. When the returned device was connected to the tactisys quartz unit, optical fibers 1-3 met specifications for optical properties and contact force was displayed with no error messages noted. The magnetic sensor, both thermocouples, and electrodes 1-4 met specifications during electrical testing with no open or short circuits detected. In addition, the device met specifications during temperature testing and irrigation flow testing. The catheter shaft deflected in both directions when the steering mechanism was actuated and met specifications for curve shape. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported perforation remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Related manufacturing ref: 3008452825-2023-00307. During a post right pulmonary waca procedure, the patient had a pericardial effusion requiring surgical repair. At the beginning of the procedure, during left pulmonary vein isolation, the first tacticath se ablation catheter was only deflecting one way. The catheter was replaced with another tacticath se ablation catheter and the procedure was continued. The catheter was moved from the anterior side of the right inferior pulmonary vein to the right superior pulmonary vein posterior roof for ablation. The patient became hypotensive and fluoroscopy and the intracardiac echocardiography confirmed a pericardial effusion. The patient was taken to surgery for repair of the pericardial effusion and a laceration was discovered on the right inferior pulmonary vein. The left veins were isolated and the right waca was completed, but the rspv was not isolated yet. The physician thinks it may have occurred during catheter manipulation. The patient is now stable.